Event description:
It was reported that during a shoulder surgery, the device broke apart while in the arm of the patient. The piece was removed. Another device was used to complete the procedure. The patient was reported to be fine after surgery.

Manufacturer narrative:
The device was an orthopedic trocar which is a class I device. Final device investigation found that the device was returned with the sleeve inner seal broken off, and scratches on the tip and shaft of the obturator. The device history record was reviewed and no discrepancies were noted.